Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: on august 7, 2011 retain test strips passed all testing. On (B)(4), 2011 a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter has passed testing with no faults found. On (B)(4), 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high as compared to his feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time approximately three months ago, he allegedly obtained a high reading of "445mg/dl". The patient stated that he takes insulin, 6 units of humalog, to manage his diabetes and reported taking his usual dose of diabetes medication in response to the alleged issue. About forty-five minutes after the reported issue occurred, the patient claimed to developed symptoms of "weakness and difficulties in standing up" and in response to these symptoms, called ems who tested the patient on their meter and obtained a reading of "35mg/dl" and was shortly given IV glucose. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca also noted that the control solution test result fell within the acceptable range. Replacement products were sent to the patient. Although the patient's symptoms do not meet the criteria for a serious injury, this complaint is being reported because the patient claimed to have received medical intervention after the alleged issue began.